Event description:
It was reported that an ilet displayed alert codes 61 and 56 consistent with device restart and external memory write error, which persisted after resets; the user transitioned to backup therapy and a replacement ilet was provided and set up, after which the original device was returned. Symptoms included no adverse clinical effects, and blood glucose remained stable at 158 mg/dl with no reports of hypoglycemia, hyperglycemia, or other symptoms. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included review of device history and technical assessment of error indicators through customer reporting and receipt and inspection of the returned device. Investigation of this case revealed recurring host resets and an external flash write error consistent with an internal electronic malfunction of the pump controller and memory subsystem. It was concluded that the cause was a faulty memory chip.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.